Manufacturer narrative:
H10: additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 27mm valve implanted for six months was explanted to repair recurrent aortic pseudoaneurysm with partial prosthesis dehiscence. A 23mm valve was implanted in replacement. The procedure was complicated by cardiogenic shock due to biventricular failure requiring central va ECMO, further complicated by poor neurological exam, bleeding complications, and ECMO thrombus. The family decided to withdraw care. The patient expired on pod #10. This patient was recently admitted and found to have recurrent aortic pseudoaneurysm with partial prosthesis dehiscence managed conservatively. The patient presented after outpatient cta chest showed increased size of contained leaks/pseudoaneurysms associated with the aortic annulus and ascending aortic anastomoses and interval type a dissection from the distal aspect of the ascending aortic graft through the aortic arch and descending thoracic/upper abdominal aorta. The patient underwent aortic root replacement, hemiarch replacement, CABG x1, and avr with a 23mm valve. The procedure was complicated by cardiogenic shock due to biventricular failure requiring central va ECMO, further complicated by poor neurological exam, bleeding complications, and ECMO thrombus. The family decided to withdraw care. The patient expired on pod #10.

Event description:
It was reported that a 27mm valve implanted for six months was explanted due to infective endocarditis and partial prosthesis dehiscence, and to repair recurrent aortic pseudoaneurysm. A 23mm valve was implanted in replacement. The procedure was complicated by cardiogenic shock due to biventricular failure requiring central va ECMO, further complicated by poor neurological exam, bleeding complications, and ECMO thrombus. The family decided to withdraw care. The patient expired on pod #10. Per received records, the patient was recently admitted and found to have recurrent aortic pseudoaneurysm with partial prosthesis dehiscence managed conservatively. The patient presented after outpatient cta chest showed increased size of contained leaks/pseudoaneurysms associated with the aortic annulus and ascending aortic anastomoses and interval type a dissection from the distal aspect of the ascending aortic graft through the aortic arch and descending thoracic/upper abdominal aorta. The patient underwent aortic root replacement, hemiarch replacement, CABG x1, and avr with a 23mm valve. The procedure was complicated by cardiogenic shock due to biventricular failure requiring central va ECMO, further complicated by poor neurological exam, bleeding complications, and ECMO thrombus. The family decided to withdraw care. The patient expired on pod #10. The pathology report for the explanted valve stated that the valve had myxoid change, fibrin deposition, acute and chronic inflammation, fibrosis, and detached fragments of necrotic debris, most consistent with infective endocarditis. Stains showed a few gram-negative bacterial organisms.

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis after 60 days is not related to the sterilization or packaging process of the device. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 27mm valve implanted for six months was explanted due to unknown reasons. A 23mm valve was implanted in replacement. Patient status is unknown.